Manufacturer narrative:
Updated data: a2. B5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of the transcatheter aortic valve evfxplus-34, a frame node overlap of the valve was observed under fluoroscopy up to node 2. As the valve was deployed, it dislodged towards the aorta. The valve was recaptured and redeployed to 80%, at which point infold in the valve frame was observed. The valve was recaptured and withdrawn from the patient. A second evfxplus-34 valve and delivery catheter system were prepared, but the same issue occurred. Subsequently, a non-medtronic valve was successfully implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received indicating that a pre-implant balloon dilation was performed using a 24 mm non-medtronic balloon. The valves were deployed bottom of the pigtail at a depth of 3-4 mm on the non-coronary cusp. A non-medtronic guidewire was used. Both valves dislodged into the ascending aorta. The patient anatomy was calcified and the left ventricular outflow tract (lvot) was tapered down. Per the physician, this may have been caused by previous radiation treatment on the chest and there may be some fibrotic lesions that contributed to the dislodgements. A procedural delay occurred.

Manufacturer narrative:
H6 image review: pre-implant computed tomography (CT) imaging was provided. Suboptimal imaging due to noise and motion/blurring artifact, consider measurements estimates. Aortic valve is trileaflet. Aortic valve leaflets appear moderately calcified. The annulus perimeter measures 84.0 millimeter (mm) with a perimeter derived diameter of 26.7 mm suggesting a 34 mm evolut which was reportedly used. The mean sinus of valsalva (sov) diameters are within the recommended range. All sinus and coronary heights are within recommended range. Bovine arch noted. Aortic root angulation is 49°. Case report provided. Annulus perimeter is 84.1 mm with a perimeter derived diameter of 26.8 mm suggesting a 34 mm evolut. The mean sov diameters are within the recommended mean diameter of 31 mm for a 34 mm evolut. All sinus and coronary heights are within recommended range. Bovine arch noted. Aortic root angulation is 54°. Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. Even though there is no fluoroscopic evidence, it was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture without infolding after which it reportedly dislodged aortic prompting a recapture. During the subsequent deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. Evidence showed that a new valve was prepped and confirmed a good load. The new valve was attempted to be implanted which resulted in another infold after one possible recapture. It was reported that a non-medtronic was subs equently implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device with a valve loaded within the capsule at medtronic¿s quality laboratory, visual analysis showed both the handle and the capsule closed. Delamination was observed to the proximal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house 34 mm valve was successfully loaded onto the delivery catheter system (dcs). After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (k101706); product type: 0195-heart valves; product ID evfxplus-34 (k078315); product type: 0195-heart valves; product ID d-evolutfx-34 (0012514795); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of the transcatheter aortic valve evfxplus-34, a frame node overlap of the valve was observed under fluoroscopy up to node 2. As the valve was deployed, it dislodged towards the aorta. The valve was recaptured and redeployed to 80%, at which point an infold in the valve frame was observed. The valve was recaptured and withdrawn from the patient. A second evfxplus-34 valve and delivery catheter system were prepared, but the same issue occurred. Subsequently, a non-medtronic valve was successfully implanted in the patient. No patient complications have been reported as a result of this event.